Event description:
Event date: unknown. Implant date: (B)(6) 2023. Explant date: (B)(6) 2025. Event of graft infection reported from (B)(6) hospital, (B)(6). Graft infection originating from the oral cavity (dental cavity): as the graft infection originating from the oral cavity (dental cavity) was unable to be treated with antibiotics, re-thoracotomy was performed to remove the thoraflex device, leaving the most distal portion of the stented graft section, approximately two stent-lengths, remaining, and the removed portion of the device was replaced with a vascular prosthesis (j graft, japan lifeline). Omentum transposition into the thoracic cavity was performed. There was no significant adhesion to the graft section of the thoraflex device. Event reported as not related to a device deficiency / failure, possibly related to procedure and pre-existing condition, unanticipated event, which required surgical intervention. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00077 to provide event closure information for tag0312.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2067 - sepsis - infection originating in the oral cavity. Impact code: 4648-insufficient information- infection originating from the oral cavity which travelled to the graft and was unable to be treated with antibiotics, graft was explanted , no additional information on which organism / bacteria caused this infection is available from the site. 4624 - surgical intervention - part of the device was explanted and the removed portion of the device was replaced with a vascular prosthesis (j graft, japan lifeline). Device problem code : 3190 - insufficient information - no device failure /deficiency has been reported component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: -thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2025 vs thoraflex hybrid infection events (B)(6) 2021 - (B)(6) 2025 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested form the site to aid this investigation, however they have stated no additional information is available. 3331 - analysis of production records: full review will be performed for manufacturing conditions and endotoxin / bioburden results for the period of manufacture to confirm the sterility of the device. 4115 - device discarded: intake form states device is not available to be returned; no additional information is available on the disposition of the explanted section of the device. Investigation findings: c 213 - no device problem found - review of retained manufacturing records for this device show biological indicators, endotoxin test results and sterilisation results were within specification confirming the sterility of the device. Investigation conclusion: d 4310 - cause traced to non-device related factors - the decision was made to raise and report this event as there was surgical intervention to remove part of the graft , however due to lack of additional information on type of infection and if cultures were taken is available and the complainant stating "the device was implanted and an infection in the oral cavity travelled to the device and could not be treated with antibiotics") as the infection originated in the oral cavity of the patient and no issues were identified on review of the sterilisation of the device we have deemed this event to be not device related.

Event description:
Event date: unknown. Implant date: (B)(6) 2023. Explant date: (B)(6) 2025. Event of graft infection reported from (B)(6), japan. Graft infection originating from the oral cavity (dental cavity): as the graft infection originating from the oral cavity (dental cavity) was unable to be treated with antibiotics, re-thoracotomy was performed to remove the thoraflex device, leaving the most distal portion of the stented graft section, approximately two stent-lengths, remaining, and the removed portion of the device was replaced with a vascular prosthesis (j graft, japan lifeline). Omentum transposition into the thoracic cavity was performed. There was no significant adhesion to the graft section of the thoraflex device. Event reported as not related to a device deficiency / failure, possibly related to procedure and pre-existing condition, unanticipated event, which required surgical intervention.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2067 - sepsis infection originating in the oral cavity. Impact code: 4648-insufficient information- infection originating from the oral cavity which travelled to the graft and was unable to be treated with antibiotics, graft was explanted , no additional information on which organism / bacteria caused this infection is available from the site. 4624 - surgical intervention - part of the device was explanted and the removed portion of the device was replaced with a vascular prosthesis (j graft, japan lifeline). Device problem code : 3190 - insufficient information - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 21 - jul 25 vs thoraflex hybrid infection events (B)(6) 2021 - (B)(6) 2025 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested form the site , however they have stated no additional information is available. 3331 - analysis of production records: full review will be performed for manufacturing conditions and endotoxin / bioburden results for the period of manufacture to confirm the sterility of the device. 4115 - device discarded : intake form states device is not available to be returned , no additional information is available on the disposition of the explanted section of the device. Investigation findings: 3233 - results pending completion of review of manufacturing / sterility results. Investigation conclusion: 11 - conclusion not yet available as review is ongoing.